Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not work. The stylus was bent and was not working. The stylus was replaced. It was also determined at analysis that the paper drawer was nearly empty; the left and right latch cord bay were broken and the upper bullets were worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not work. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.